Event description:
Product analysis was completed on the explanted generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.664 volts (ifi range 2.60v - 2.80v) as measured shows an intensified follow-up indicator ifi=yes condition. The data in the diagaccumconsumed memory locations revealed that 103.231% of the battery had been consumed.

Event description:
Patient presented with an increase in seizure frequency. Clinic notes indicated that there was about 25% battery life last year, and since the magnet is regularly swiped and cycles, it likely that there is minimal battery left and this could be contributing to the increasing seizure frequency over the last few months. Patients generator was explanted. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.